Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received for evaluation.   Evaluation status: 2 reported events were confirmed during testing. 2 devices were found to be affected by missing paint chips. 1 device evaluation is in progress.   Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had paint chips missing. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 3 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2019-02619. - 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Event confirmation status 2 reported events were confirmed during testing. Evaluation results 2 devices were found to be affected by chipped paint.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had paint chips missing. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data. 3 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was received.   Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be affected by chipped paint. Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had paint chips missing. 3 events had no patient involvement; no patient impact.